Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter facility name: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. It was further reported, after eight days an unspecified volume (also stated as a consequence amount of liquid) of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.